Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during unknown procedure performed on (B)(6) 2021, the surgeon commented that intensity of the suture on the anchor seemed weaker than usual. The device was received and evaluated. Upon visual inspection, it was observed that the sutures are broken from the part that holds the anchor. The sutures are impregnated with biological matter. The needles are in good condition. The anchor was not returned. A manufacturing record evaluation was performed for the finished device 6l90286 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure, the operator may applied excessive tension to the sutures at the moment of tightening; as per IFU 107414; do not use excessive tension to overload the anchor, as either could lead to device pullout or suture breakage. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on (B)(6) 2021, it was observed that the intensity of the suture on the micro qa+ #3/0 eth v-4 anchor device seemed weaker than usual. During in-house engineering evaluation, it was determined that the sutures were impregnated with biological matter and broken from the part that holds the anchor on the device. There was no surgical delay and no harm to the patient. No additional information was provided. The device was brand new and its first use when the issue occurred.